Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Additionally, the IFU states that prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Do not manipulate, touch or handle the stent with your fingers, which may cause coating damage, contamination or stent dislodgement from the delivery balloon. A conclusive cause for the reported dislodgement cannot be determined. Additionally, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions, device was not examined after preparation and before use. The device may be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Sus voluntary event report mw5066029.

Event description:
It was reported via sus voluntary event report mw5066029: stent balloon removed from packaging and prepared in a usual fashion. The stent balloon was placed on the wire and inserted into the coronary artery. After the first inflation, a dissection was noted to the coronary artery. The mounting balloon was removed. Upon further investigation by the cardiologist and scrub tech, it was determined that the stent did not remain on the mounting balloon. It remained on the stylet when the stylet was removed for insertion. Required intervention no additional information was provided.